Event description:
Complainant states the dr did a one level tlif with pipeline, viper and concorde. When the dr torqued the set screw, the counter torque was not effective and the pt's pedicle failed. They were forced to remove the instrumentation and perform a unilateral construct. As surgical intervention was required and MDR is being filed to document this event.